Manufacturer narrative:
Investigation: visual inspection: during the investigation, tissue residues on the device were determined. Permeability test: a permeability test has shown that the valve is blocked. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. Because the valve is not permeable, a computer control test is not applicable. Internal inspection : after dismantling of the valve, organic deposits were found. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried organic deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine an occlusion of the valve. The determined deposits can be named as the cause for the blockage. Organic material in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a gav 2.0 (#fx211t) was implanted during a procedure. According to the complainant, thevalve caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.